Event description:
Although an unexpected tubing set with an unspecified issue was returned by the customer, a photo from the receiving lab appeared to show a broken male luer. The customer stated that there is no event information available.

Manufacturer narrative:
The received sample was an unexpected return. Visual inspection of the as-received samples observed the set's male luer was broken. Pieces of the male luer collar were broken off and not all the broken off pieces were received for evaluation. Although damage was observed, functional testing observed no leak or issue. The root cause was identified as design of the male luer component.

Manufacturer narrative:
Concomitant medical products: one used 10ml bd syringe, lot: 9296686, exp: 2022-09-30, 0.9% sodium chloride injection. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the male luer broke upon observation of the attached photo of the unexpected return. The customer stated that there is no event information available.